Manufacturer narrative:
The customer cancelled the svc call. The reported problem was to be resolved by the customer. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l svc info was provided.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.